Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the slit where the peg is housed of a 6/7f mynx control vascular closure device (vcd) was more prominent than usual out of the packaging. It was not completely split, but enough where the physician did not want to use it. There was no reported patient injury. The issue was noted when the device came out of the package and never enters the sheath. The sealant was not exposed. The device will be returned for evaluation. Addendum: product analysis demonstrates the sealant was present in the manufacturing position and partially exposed.

Manufacturer narrative:
As reported, the slit where the polyethylene glycol (peg) is housed of a 6f/7f mynx control vascular closure device (vcd) was more prominent than usual out of the packaging. It was not completely split, but enough where the physician did not want to use it. There was no reported patient injury. The issue was noted when the device came out of the package, and it never entered the sheath. The sealant was not exposed. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and the syringe was not returned with the unit. The sealant was present in its manufactured position but was partially exposed. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual analysis. A dimensional analysis of the sealant sleeve slit could not be conducted due to the damaged condition of the sleeves. However, the catheter working length was measured and found to be within the specified range. This measurement was obtained using a calibrated ruler. The functional test to evaluate csi insertion and withdrawal could not be performed due to the compromised condition of the sealant sleeves. Nevertheless, a simulated deployment test was successfully carried out. The device functioned as intended, with proper sealant deployment and balloon retraction upon sequential depression of button 1 and button 2. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.